Event description:
It was reported that when the device was put onto a test lung, it was giving a low-pressure alarm. The customer tried checking the test lung on another device and saw that it was working fine. No leaks were observed in the patient circuit for it to trigger low-pressure alarm and is using a wall gas supply. Occurred during preventive maintenance. There was no patient involvement and no clinical or patient injury.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: UDI updated. **UDI related data quality updates only**

Manufacturer narrative:
One device was returned for investigation in used condition. Visual inspection confirmed that the device was received in with damaged front panel. Complaint is confirmed due to low pressure is set high. Patient pressure cycling check is out of spec. Replaced pm kit (o-rings, MRI battery and sintered filter). Replaced faulty piezo sensor and damaged front panel. Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. Performed pm and cleaned unit. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).